Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer reported same complaint using meter and different lot number of test strips - reference internal report (B)(4). The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 05/24/2023 and test strips were opened on day of call. During the call, a blood test was performed by the customer and produced test result of hi using true metrix air meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of: 21-march-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.